Manufacturer narrative:
Age at time of event, sex, describe event or problem, relevant tests/laboratory data, patient codes: updated. Media analysis: one cd containing angiographic media and procedure notes were returned for analysis. The images provided are consistent with fatal acute stent thrombosis complaint. Thrombosed stent appeared under expanded and was implanted in region of heavy calcification. The thrombosed stent have been marginally sized to vessel diameter and distal stent apposition to the vessel wall may have been constrained by surrounding calcium proximal to distal stent edge.

Event description:
It was reported that stent thrombosis, myocardial infarction and patient death occurred. A percutaneous coronary intervention (pci) was performed on a patient with multivessel disease. It was noted there was a previously implanted stent in the proximal left anterior descending artery (lad). Following pre-dilation in the proximal and distal lad, a 2.75 x 20 synergy ii stent was deployed in the proximal lad, overlapping the previously placed stent. Post dilation was then performed on the newly implanted stent in the proximal lad. A 2.50 x12 synergy ii stent was deployed in the distal lad with post dilation. Additional dilation of the proximal lad was performed again followed by additional dilation of the distal lad. A second 2.50 x12 synergy ii stent was then deployed in the distal lad. After post dilation of the second synergy ii stent, a third 2.50 x12 synergy ii stent was deployed in the distal lad. Within an hour, a blockage in the proximal lad was noted. The patient was unstable and resuscitation was performed. About 45 minutes later, a 2.75 x 20mm synergy ii stent was deployed in the proximal ramus interventricular anterior (riva), in front of the large branches, and post dilated. Approximately 15 minutes later, defibrillation was performed. The patient ultimately passed away on the same day. It was further reported the procedure was elective. The patient was taking aspirin at the time of the procedure. The lad was 80% stenosed, severely calcified and moderately tortuous. The previously implanted stent was patent at the time of the procedure. The stent was drug eluting, but the manufacturer is unknown. During manipulation to deliver the 2.75 x 20 synergy ii stent, a non-flow-limiting dissection in the target lesion was observed related to the buddy wire. The additional stents covered the region of the dissection. When additional dilation of the proximal lad was performed, it was because there were difficulties crossing with the second distal stent. The patient initially experienced chest pain leading to the discovery of the thrombus. Angiography demonstrated thrombotic occlusion of recently placed proximal lad stent (synergy 2.75x20 mm) and obscured visualization of the 3 stents placed distally (presumed occluded as well). The distal portion of proximal stent appeared undersized relative to vessel wall, this was noted to be a region of heavy calcification. The documented cause of death was myocardial infarction.

Event description:
It was reported that stent thrombosis and patient death occurred. A percutaneous coronary intervention (pci) was performed on a patient with multivessel disease. It was noted there was a previously implanted stent in the proximal left anterior descending artery (lad). Following pre-dilation in the proximal and distal lad, a 2.75 x 20 synergy ii stent was deployed in the proximal lad, overlapping the previously placed stent. Post dilation was then performed on the newly implanted stent in the proximal lad. A 2.50 x12 synergy ii stent was deployed in the distal lad with post dilation. Additional dilation of the proximal lad was performed again followed by additional dilation of the distal lad. A second 2.50 x12 synergy ii stent was then deployed in the distal lad. After post dilation of the second synergy ii stent, a third 2.50 x12 synergy ii stent was deployed in the distal lad. Within an hour, a blockage in the proximal lad was noted. The patient was unstable and resuscitation was performed. About 45 minutes later, a 2.75 x 20mm synergy ii stent was deployed in the proximal ramus interventricular anterior (riva), in front of the large branches, and post dilated. Approximately 15 minutes later, defibrillation was performed. The patient ultimately passed away on the same day. Boston scientific is continuing to follow up for additional information.